Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call they are experiencing sensor anomalies. The customer's blood glucose was unknown at the time of incident. I need to report a sensor did not have electrode and it hurt my daughter; when trying to put the serter over the sensor when trying to remove, it was hard to remove from pedestal, it didn¿t blink and I removed it and it didn¿t have the electrode. The sensor will be replaced. The sensor will not be returned for analysis.